Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: neither the fault reported by the customer could be verified nor another fault was found. A root cause for the reported failure mode cannot be discerned. The following repair activities were conducted: mechanical upgrade performed pneumatic circuit checked unit cleaned 8-hour endurance test carried out functional test performed functional test according to test procedure completed electrical safety test completed, safety test checklist enclosed details can be found in the attached report. Further a review into the depuy mitek complaints system revealed a couple of other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that it looks like some wire is disconnected. The pump is working sometimes and then there is written default in window. Additional information received: the pedal board check unit may need repair.